Event description:
Same case as MFR. Report # 2134265-2008-01482. It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment and vessel perforation occurred. The 99% stenosed and calcified lesion was located in the severely tortuous proximal left circumflex (lcx) artery. Another MFR's 7fr guide catheter was placed in the left coronary artery (lca). Another MFR's 2.5mm x 15mm balloon catheter was advanced, however, the catheter was unable to cross the lesion. The rotablator rotalink plus 1.50mm burr was advanced and the lesion was ablated eight times at 228,000rpm for less than 10 seconds on each run. Following the eighth run, the burr "suddenly jumped toward the left anterior descending (lad) artery". Subsequent angiography revealed a perforation in the proximal lad. In an attempt to control bleeding, the physician administered protamine sulfate and applied prolonged inflation of an unspecified balloon catheter. Upon removal of the 325cm rotawire, the physician noted that the spring tip of the guide wire had detached and remained inside the pt distal to the lesion. The physician attempted to retrieve the detached portion of the guide wire with a snare device, however, this was unsuccessful. The guide wire tip was not retrieved and no further attempts were made to complete the procedure. The pt's status is reported as "stable". It was the physician's opinion that guide wire tip detachment occurred first followed by the burr jump toward the lad. The physician has no current plans to attempt retrieval of the detached guide wire.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.